Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 generated excessive smoke. There was so much smoke in the tunnel that the harvester couldn't get it to evacuate. It kept slowing him down. It was during branch division and cleaning the jaws did not help. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. Maquet cardiovascular anticipates return of the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. Internal file number - (B)(4).